Event description:
It was reported that patient had device explanted due to skin breakdown at the generator site. Follow up communication confirmed that there was no site of infection. Device history records were reviewed, the device passed all functional and quality specifications and was hp sterilized prior to distribution the explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received from pathology department of the explant facility that they did not receive the device. It is concluded that the device was likely discarded. Further information was received from the physician indicating that the skin breakdown was caused by manipulation of the site and the surgery was performed to preclude serious injury. No other relevant information has been received to date.